Event description:
It was reported that a patient presented to clinic for syncope episodes. Device interrogation revealed oversensing noise on both the atrial and right ventricular (rv) leads resulting in pacing inhibition. On (B)(6) 2025, the physician elected to program the atrial lead off and cap the rv lead; a right ventricular leadless pacemaker was implanted. The patient was stable following the procedure.